Event description:
It was reported an issue with novosyn suture. The client reported that during open surgery for umbilical hernia, the needle detached from the surface. Used another thread. Additional information has been requested.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Summary of investigation: there is a previous complaint of this code-batch, regarding the same issue, closed as confirmed. We manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical's warehouse. We have received one open and used sample (contaminated) with the needle detached from the thread (only the needle, the thread is missing), and one closed sample. To evaluate the conformity of the closed unit, we performed the following tests: tightness test to the closed sample received have been performed and the unit is tight. The rotation test performed on the received closed sample confirmed that the unit is compliant with the specified requirements. -needle attachment results conducted on the closed sample received is 2.41 kgf and fulfil the requirements of the european pharmacopoeia (ep): 1.53 kgf in average and 0.46 kgf in minimum. Although the results of the closed sample received fulfil european pharmacopoeia/ b. Braun surgical specifications, considering that we have received one defective sample and that there is a previous confirmed complaint of this code-batch for the same issue, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Furthermore, needle attachment strength results conducted on samples before releasing the product were 2.02 kgf in average and 1.91 kgf in minimum and fulfilled ep requirements: 1.53 kgf in average and 0.46 kgf in minimum. Conclusion root cause analysis: too much thermal treatment applied to the thread ends that caused the thread to be fragile and break in the attachment area. Final conclusion: although the results of the closed sample received fulfil european pharmacopoeia/ b. Braun surgical specifications, considering that we have received one defective sample and that there is a previous confirmed complaint of this code-batch for the same issue, we will consider this complaint as confirmed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.